Manufacturer narrative:
Device was used for treatment, not diagnosis. An investigation summary was performed for the subject device (pfna ø11 sm 125° l200 tan, part number 472.371s, lot number l125474). The subject device was returned to the manufacturer with the complaint condition stating: upon visual inspection, the part received in broken condition as reported, this thus confirming the complaint description. Furthermore, traces of use were visible at the outer diameter ø16.5 and in the region of the thread proximal side. The product was returned in a packaging different from the original packaging. The laser marking was readable. Unfortunately, we are not able to determine the exact reason for this occurrence. Furthermore, we have received two (2) concomitant parts: 1x pfna blade (part 04.027.036s lot l224110), 1x locking screw (part 04.005.532 lot 9885634). As these parts are not responsible for the breakage of the nail, no investigation will be done one those. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4); manufacturing date: 15.sep.2016; expiry date: 01.sep.2026. As received condition of device: the product was returned in a packaging different from the original packaging. The laser marking was readable. Traces of use were visible at the outer diameter ø16.5 and in the region of the thread proximal side. Investigation summary: a DHR review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function of the product were measured, and fulfill the specifications. The dimension of the citrus hole could not be measured in reason of breakage, but the inspection sheet confirms a 100% dimension check during production. The raw material certificate was checked and it was found that the used raw material fulfilled the specifications. Based on this the complaint is confirmed but not valid from the point of view of the manufacturing site. The "investigation summary" is a translated conclusion from the document(s). No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Disposition: confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient fell on (B)(6) 2017 and suffered a left pertrochantal femur fracture. Patient underwent surgery on (B)(6) 2017 to implant a proximal femoral nail-antirotation (pfna) nail, a pfna blade, and a distal locking screw. No issues were reported during this initial procedure. Patient incurred another fall on (B)(6) 2017 which caused the nail to break where it intersects with the blade, just proximal to the femoral neck. Patient was returned to surgery on (B)(6) 2017 where surgeon removed all hardware. Concomitant medical products: pfna blade (04.027.036s, lot l224110, quantity 1), locking screw (04.005.532, lot 9885634, quantity 1). This report is for one (1) pfna nail. This is report 1 of 1 for (B)(4).